Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable. When the device would not open and close, were the device jaws able to be closed at all? When the device would not open and close, was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What type of procedure was the device used in? What was the product code of the cartridge (b4), etc.)?

Event description:
It was reported that during an unknown procedure, the device would not open and close after the first firing was completed. They had to open a new stapler to complete the case; five minute delay, no adverse event. The date of the event is unknown; procedure is unknown.

Manufacturer narrative:
(B)(4). Batch # n54804. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with a gst60w reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).